Event description:
Customer reported that while fluoroing, the image went dark and the technique went to 120kv and 6.3ma. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Reseated circuit boards and connections as a precautionary measure. System operates as intended.